Event description:
Customer reported that she had unexplained high blood glucose of 277 mg/dl. Customer stated that she went to her dr to be checked and received long lasting insulin with a pen shot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.